Event description:
Adverse event: "eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem: "system message" (error message given). An operating room supervisor reported that during surgery, a system message was displayed. Following the system message, the pt's eye became soft. The system was rebooted and the surgery was completed. The pt is reported to be doing fine.

Manufacturer narrative:
The customer's complaint history was reviewed no additional related reports for this system. The territory manager examined the system and was able to duplicate system message. The event log was downloaded and stp completed. The unit was found to meet alcon specifications. The samples were returned for eval and root cause analysis. A root cause for the reported system message is unk and cannot be determined because no sample was returned for eval and steps could not be taken to replicate the reported issue. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).